Event description:
The customer reported an intermittent power line safety failure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and retapped the input transformer to match input voltage. System operates as intended. (B)(4).